Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-50607.

Event description:
A healthcare professional reported the laser is requiring more power for burn. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative observed that the laser indirect ophthalmoscope (lio) port 1 had low power output while lio port 2 had high power output. The company service representative advised the customer to replace the laser core. The customer declined replacement and had the company service representative calibrate lio port 2 for use. The company service representative calibrated lio port 2. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).